Event description:
I got breast implant approximately 9 years ago, prior to the FDA adding the risks and complications of breast implants (https://www.FDA.gov/medical-devices/breast-implants/risks-and-complications-breast-implants). In early spring 2024, I noticed a lump on my sternum. I had an x-ray, mammogram, ultrasound, and MRI with contrast. It was found that I have a ruptured breast implant (silicon) and the silicon has traveled outside of the capsule (extracapsular rupture with migration) and has formed a lump on my sternum as well as is inside my lymph nodes. I have been fighting insurance since that time (tricare) to get an explant covered but have not had luck even though there's pain and so many associated health risks due to silicon. My white blood cells dropped considerably (and came back up), my red blood cells are showing as smaller and iron is low, and my estrogen is extremely elevated. In addition, I have persistent headaches, a difficult time focusing, constipation, increased anxiety, abdominal pain without a known cause, and more. Mentor memorygel breast implant, siltex round high profile, 500 cc, ref 354-4500 (sn (B)(6) is ruptured). I am happy to provide any relevant bloodwork and imaging, if requested. Ref report: mw5162817.